Event description:
Advocate stated the customer received a blood glucose reading of 120 mg/dl on the contour at approximately 10:00 pm he felt dizzy as though he was hypoglycemic and repeated the test with a reading of 104 mg/dl. The customer collapsed and his eyes started rolling. An ambulance was called and when paramedics tested his blood the reading was 40 mg/dl. He was treated with IV fluids. He was taken to the hospital. He was in rehab at the time of the call. Further information was not provided. Customer's daughter was advised to return the strips for evaluation. New meter and strips were sent to the customer.